Event description:
Upon opening the package, a kink was noted in the arterial bloodline. Reportedly, the kink was located "just after end of tubing for the pump section." The sample is available for evaluation.